Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up episodes of automatic mode switching caused by crosstalk on the atrial channel were noted. The device was reprogrammed. The patient experienced no adverse events and is in good condition following the procedure.